Manufacturer narrative:
The perforator was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator units were inspected using the unaided eye: a worn eto label and heavy organic matter were observed. IFU testing was performed with no observed anomalies. The returned unit was found to work as intended, and met all acceptance criteria. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Manufacturer narrative:
UDI: (B)(4). The perforator was not returned for evaluation (no response from customer); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that the perforator failed to stop during burr hole creation. The perforator was used with a medtronic drill. No known patient injury and delay of surgey noted.